Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. MDR retraction: the initial MDR with manufacturing report number (8021545-2025-00637), was submitted on 07-apr-2025. However, based on the investigation done on 22-jan-2026 and clinical review performed on 23-jan-2026, it was found that the serious injury was not related to infusion set and there is no allegation on the infusion set. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4) event occurred in netherlands. It was reported that the patient experienced an event of high blood glucose (650 mg/dl) resulting in hospitalization on (B)(6) 2025. The length of hospitalization was one day. Patient was also tested positive for ketones. Patient lost consciousness at the time of the visit to hospitalization. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: netherlands.